Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's down button were unresponsive and it had pump error alarm. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was moving with no input. Customer stated that they were not able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 43 due to download difficulty. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Unable to verify unresponsive buttons due to critical pump error. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case and pillowing keypad overlay. The p-cap does lock properly.